Manufacturer narrative:
References the main component of the system and other applicable components are: product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2016,product type lead .

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having problems since implant and had read something online that they had not liked. The patient reported that they had pain where the implant battery was located since implant. They had chronic pain. In (B)(6) they had a big bunch on their back that had been hurting them. The patient reported that they had been told it was a hematoma but that there was something wrong. The lead wires were bunched around their spine. Additional information was received from the health care professional (hcp) reporting that the initial implant was on (B)(6) 2016 and a lead revision was done on (B)(6) 2016.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that when the implantable neurostimulator (ins) was first put in it really helped the pain. In (B)(6) 2016 the caller told their pain health care professional (hcp) that they had noticed a ¿bunch¿ and had been told that it was a hematoma. In (B)(6) 2016 the bunch was not going down and was getting even bigger. An x-ray was taken and the wires were found to be bunched up. A revision was done in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.